Event description:
The customer reported inability to confirm patients on their acuity central station. Welch allyn technical support remotely evaluated the system and found that the system required a reboot to restore centralized monitoring. Welch allyn engineering log file analysis found that two unexpected reboots occurred causing temporary loss of centralized monitoring. There was no report of any patient harm as a result of the reported event.

Manufacturer narrative:
Acuity reboots have been reported on systems configured with 2 or 4 flat panel video displays being driven by one nvidia nvs300x video card running on a platform cpu. The affected system's log files display similar acuity error messages for each reboot event. Welch allyn failure investigation confirmed that platform cpu's running the nvs300x display cards may lead to an unexpected cpu reboot. Nvs300x video cards contain software programming that supports video signal transfer to the video display. The nvs300x series card set requires additional operating system support, without which there may be incomplete configuration of the video memory interface. Acuity software detects the lack of video signal transfer and reboots the system in an attempt to clear the situation. This acuity cpu was returned to the factory, the allegation confirmed, and the customer's unit was replaced with a cpu with an alternate video card, the nvs500. There have been no further unplanned reboots due to the video card at this site.